Event description:
Reporting status: death. Reporting rationale: cardiac arrest requiring medical intervention/subsequent death. Device issue: no device malfunction has been reported. It was reported via trial, that the index procedure was in 2009. The pt was hospitalized the day before, suffering from indigestion, an st elevation mi, with recurrent ischemia symptoms lasting more than 10 minutes or more. The onset of ischemic symptoms began 7 days prior to the procedure. On the date of procedure, after predilatation of the lesion in the proximal lad, the pt was implanted with one xience v stent. No procedural complications were reported, and the pt was discharged the following day. Three days later, the pt's wife reports that he complained of numbness and tingling in his fingers on the night of his hosp discharge, and also complained of lower back pain. She states that he continued to complain of this the following two days. The pt underwent cardiopulmonary resuscitation and defibrillation; however, the pt expired. No additional event or pt info is available.

Manufacturer narrative:
.